Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the "working end" of the permanent cautery hook instrument was dislodged from the sheath. The surgeon used the permanent cautery hook to cauterize tissue and then asked tech to remove the instrument. When trying to remove, it was stuck. The surgeon was able to visualize the issue with the camera. The "working end" got stuck on the edge of the trocar inside the patient. The tech undocked the arm and pulled out the trocar but the working end then got stuck in tissue at the port site. The procedure was continuing, and there was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to request additional information regarding the reported event. The customer confirmed that the instrument got stuck on the tissue at port side when trying to remove. When asked if any additional treatment or procedure was required at that time, the response was that there was not and that the instrument was removed by hand. No fragments were reported to have fallen from the instrument inside the patient. The instrument did appear to be chipped upon later inspection.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken proximal clevis. Material approximately 0.17¿ x 0.12¿ was missing at one of the ears of the proximal clevis and was not returned by the customer. The other ear of the proximal clevis was found breaking off and hanging at the wrist but material did not appear to be missing the root cause is attributed to mishandling/misuse. Failure analysis found the primary failure of a broken proximal clevis to be related to the customer reported complaint. No image or procedure video was provided for review. The instrument log indicates the permanent cautery hook instrument associated with this event was last used on (B)(6) 2022 on system (B)(4). The instrument had 6 uses remaining. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the permanent cautery hook instrument was difficult to remove through the trocar, and that tissue was stuck on instrument's grips. Medical intervention may be required in the event that an moving instrument mechanism within an instrument entraps tissue and causes damage. Failure analysis investigation also identified that a piece of the broken instrument was not returned with the instrument. There was no known fragment that fell inside the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.